Manufacturer narrative:
. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Since the lot number was unknown, history investigation could not be performed. In addition, since the actual device was not returned and detailed investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "warnings: do not inject more than 18ml of air. There is a possibility of damaging the device if this volume is exceeded." "Precautions: if there is itching or redness of the skin while compression, stop using and treat appropriately. Depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. When this product was used for hemostasis in a patient undergone cag, it was difficult to stop bleeding. Therefore, it was pressurized to 21cc to use. In this state, hemostasis was performed for several hours, and the pressure was applied to approximately 10cc, and the tr band was left wrapped around the patient's arm overnight. As a result, it was found that the part where the tr band was wrapped was swollen. Hemostasis was achieved, the swelling was treated with medication, the patient was discharged and recovered.